Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred with a syringe plastipak 20ml s/su. The following information was provided by the initial reporter, "syringe with hard plunger and latch on infusion pump. There was no exposure of blood to the skin. The drug used was propofol."

Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the incident were observed. Validated tests for products usage are performed, but none of them predicts infusion pump interaction. Even with physical samples, it is not possible to evaluate the interaction between syringe and infusion pump and determine the root cause. This way, it is not possible to confirm that the incident of this complaint was related to a bd process. H3 other text : see section h.10.

Event description:
It was reported that a difficult plunger occurred with a syringe plastipak 20ml s/su. The following information was provided by the initial reporter, "syringe with hard plunger and latch on infusion pump. There was no exposure of blood to the skin. The drug used was propofol."